Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to verify the displayable history crc check failed on startup and external ram crc error due to no button response. No moisture damage found inside the device noted. The device had a cracked case display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 385 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.